Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, the plaintiff had two essure coils implanted in her body. Three months after the implant procedure, she underwent an hsg (hysterosalpingogram) test confirming placement. Since this test she has held the belief that these coils were performing properly, and not related to symptoms that she began to suffer subsequently. After the implant procedure, she began to gradually experience increasingly painful periods and heavier than natural bleeding, and abdominal pains. Further, she suffered from persistent headaches, indicative of an allergic reaction to the devices. During this period, the plaintiff was not able to definitively ascertain the origins of these symptoms. Until recently, she has been unable to ascertain the origins of these symptoms. As a result of recently learning that the devices are defective, and have a higher propensity to cause the symptoms than previously represented, she underwent a hysterectomy to remove the devices on or about (B)(6) 2016. A quality-safety evaluation was received on 11-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode of the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented heavier than natural bleeding (interpreted as genital bleeding) and allergic reaction to the device and then around 3 years after placement, she underwent a hysterectomy. Both serious events due to medical importance and listed in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented this bleeding during essure's use. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the event allergic reaction to the device. Essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash,eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The product technical analysis stated, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavier than natural bleeding/abnormal bleeding") and device allergy ("allergic reaction to the device") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(4)2007 and (B)(4)2000) and anxiety. Previously administered products included for not get pregnant: mirena; for an unreported indication: clonazam. Concurrent conditions included arthritis of neck. On (B)(4)2013, the patient had essure inserted. In 2013, the patient experienced rash ("rashes on scalp") and vaginal discharge ("vaginal discharge"). In july 2013, the patient experienced dysmenorrhoea ("increasingly painful periods/dysmenorrhea"). In august 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In september 2013, the patient experienced dyspareunia ("dyspareunia"). In november 2013, the patient experienced nausea ("nausea"). In december 2013, the patient experienced migraine ("migraines"). In january 2014, the patient experienced fatigue ("fatigue"). In july 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("persistent headaches"), back pain ("lower back pain") and menorrhagia ("heavy periods"). The patient was treated with laparoscopic robot assisted removal of essure and (bilateral salpingectomy,hysterectomy) on (B)(4)2016. At the time of the report, the pelvic pain, genital haemorrhage, device allergy, abdominal pain, headache, dysmenorrhoea, rash, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia and back pain had resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device allergy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: essure device place in right (trailing coils 3), left (trailing coils 3). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2013: bilateral occlusion of fallopian tubes pregnancy test - on an unknown date: negative x-ray was done. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:pelvic pain,abdominal pain. Most recent follow-up information incorporated above includes: on (B)(4)2018: plantiff fact sheet and medical records received. Events added per pfs: abnormal bleeding, rashes on scalp, migraines, nausea, dyspareunia, pain, vaginal discharge, fatigue, hair loss, heavy periods, lower back pain. Concomitant disease, historical condition, historical drug, lab test added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavier than natural bleeding/abnormal bleeding") and device allergy ("allergic reaction to the device") in a 34-year-old female patient who had essure (batch no: 50713475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (on (B)(6) 2007 and on (B)(6) 2000) and anxiety. Previously administered products included for not get pregnant: mirena; for an unreported indication: clonazam. Concurrent conditions included arthritis of neck. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced rash ("rashes on scalp") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("increasingly painful periods/dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("persistent headaches") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic robot assisted removal of essure,bilateral salpingectomy,hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device allergy, abdominal pain, headache, dysmenorrhoea, rash, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, back pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, device allergy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device place in right (trailing coils 3), left (trailing coils 3). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram; in (B)(6) 2013: results: bilateral occlusion of fallopian tubes. Pregnancy test - on an unknown date: results: negative. Diagnostic results: x-ray was done. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:pelvic pain,abdominal pain. Most recent follow-up information incorporated above includes: on 10-dec-2018: plaintiff fact sheet received: abnormal vaginal bleeding event was added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.